Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed manual prime test per des 8653 section 13.2.3.2.2 and dqtp 6117. A new lab reservoir was used along with a 5 xx insulin pump. The infusion set failed per specifications and the tubing was occluded on the p cap needle.

Event description:
Customer's husband reported via phone call no delivery alarm and issues with the infusion sets. Customer's blood glucose level was 260 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was advised to replace the plunger and manually push plunger until insulin exited the tubing. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.